Event description:
Related manufacturer reference number: 2017865-2022-09172. Related manufacturer reference number: 2017865-2022-09173. It was reported that the patient presented in clinic for follow up. Device interrogation and culture test revealed an infection on the implantable cardioverter defibrillator (ICD) and vegetation on the right ventricular (rv) and atrial lead. The physician elected to explant the ICD, rv lead, and atrial lead and replaced the ICD and atrial lead. The patient condition was unknown.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).